Event description:
Subsequent to the previously filed report, the following revised event description was provided: it was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. A mitraclip was advanced and the dark blue latch came off when they unlatched to identify the grippers. An attempt was made to put it back on but could not. Grasping was performed, but one of the grippers was unable to be raised. Therefore, the clip was not implanted and replaced with another device. Post procedure mr was reduced to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The returned device analysis confirmed the reported gripper actuation issue as one of the grippers failed to lower. The gripper cover was observed to be caught on the harness. The reported material separation of the dark blue latch could not be tested as the latch was not returned and was missing from the returned device. All available information was investigated, and the reported gripper actuation was due to the observed gripper cover caught in the harness. A definite cause for the observed gripper cover caught in the harness could not be determined. It is possible that the patient anatomy in combination with the user technique/procedural conditions of when the grippers were actuated could have contributed to the observed issue; however, this cannot be conclusively determined. The reported material separation of the dark blue latch in the returned device appears to be a potential product issue. The issue is being addressed per internal operation procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. A mitraclip was advanced and simultaneous grasping was achieved, however one of the grippers was unable to be raised. Troubleshooting attempts were done, however unsuccessful. Therefore, the clip was not implanted and replaced with another device. Post procedure mr was reduced to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.